Event description:
It was reported that there was no evidence of hemolysis, the admitted on (B)(6) 2019 and started on IV lasix to which he responded well. PICC line was placed for scvo2 and cvp monitoring. The patient was admitted to dietary non discretion and was fluid overloaded. Echo was performed and speed was increases to 5600. Ldh was elevated at admit but trended down with diuresis. He was eventually transitioned to po bumex. He was discharged home once euvolemic on an increased bumex dose. The patient is currently at home doing well.

Manufacturer narrative:
Approximate age of device ¿ 7 months 19 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient arrived with fluid overload and a possible infection. Patient received an echo, a chest x ray and CT scans. The patient's ldh was slightly elevated from baseline and they reported having dark colored urine. No elevated watts seen in history. Additional information was requested but has not been provided.